Manufacturer narrative:
The pump was received with minor scratched lcd window and broken reservoir tube lip.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states they noticed the o-ring has broken or chipped. The customer states it was hard to get the reservoir to lock into place. The customer's blood glucose level at the time of incident was 190mg/dl. The customer was advised the pump would be replaced and returned for analysis.